Event description:
Undersensed ventricular beats in rv lead observed on arrhythmia episode egms. (B)(4).this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).